Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, ECG stress testing, and final testing without duplicating the report. The device was recertified and returned to the customer. The customer's ECG cables were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.